Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and new lens implanted without incident. Alcon notified, sales reprentative to pick up defective lens.====================== manufacturer response for intraocular lens implant, acrysof iq iol 18.5d======================alcon sales representative picked up the lens. She also spent time in the or with surgeon and nursing staff. They reviewed techniques for loading catridge and injection of lens. A faint line near the haptics was noted on occasional lenses. Manufacturer representative to take this information back to alcon for investigation